Event description:
It was reported that on (B)(6) 2024, the patient¿s entire implantable cardioverter defibrillator (ICD) system was explanted due to ¿broken probe or insulation.¿ the patient remained in good condition throughout the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5164153, mw5164154.